Event description:
It was initially reported that the patient's implantable neurostimulator (ins) was "not working." It was determined that their ins was in an overdischarge condition due patient non-compliance. They had not felt stimulation or recharged successfully for the last 6 to 12 months. The patient stated that the stimulation was working and thought they would not need it. Follow up information received reported that the patient had been ill and hospitalized and had neglected to recharge the ins. The patient met with the company representative where it was reported that impedance measurements of >10,000 ohms were observed on one lead (electrodes #12-15). The remaining 3 leads worked well and therapy was able to be resumed for the patient. It was noted that this was the second overdischarge condition in the patient's ins and they were warned that a third overdischarge event could lead to removal of the device. No patient injuries were reported.

Manufacturer narrative:
Product ID 3888-33, lot# v258306, implanted: (B)(6) 2010, product type lead; product ID 3888-33, lot# v258306, implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3487a-45, lot# v284057, implanted: (B)(6) 2010, product type lead; product ID 3487a-45, lot# v341203, implanted: (B)(6) 2010, product type lead. (B)(4).